Event description:
It was reported that a user experienced elevated blood glucose after a meal when the meal was not initially announced on the ilet, with glucose peaking at 278 mg/dl and remaining above 180 mg/dl for approximately 20 to 30 minutes before trending downward after the meal was announced. Investigation of this case revealed user-related use error related to delayed meal announcement, with device performance consistent with expected operation once the meal was announced. No adverse clinical effects were reported. Outcomes included transient hyperglycemia without functional impairment or medical intervention. Investigation included troubleshooting and user education performed by customer support. It was concluded that the event was attributable to user-related factors with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.